Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 255 mg/dl and confirmed an insulin cartridge leak in the ilet pump reservoir. Symptoms included hot flashes/flushes associated with hyperglycemia. Outcomes included no health consequences or impact. Customer care provided support that included analysis of information provided by the user and troubleshooting and education on proper rewind and cartridge replacement process. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.